Event description:
Inbound call from patients mother stating that pump sn (B)(4) (09/28/2019) keeps making a whistling noise and will not power on author advise that we will send a new ms3 pump back up pump was used. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the reported product fault occur while in use with patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Strength 5mg/m. Dose or amount: 55ng/kg/min, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.